Event description:
It was reported that the insulin pump is cracked at the battery compartment and extends towards display screen. The blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Findings: pump received with no button response due to corroded keypad traces. Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads, scratched reservoir tube window and stripped battery cap coin slot.